Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle in the oxygen gas module was replaced. The received device log files could not confirm the reported event with failure in pre-use check. No goods have been received for further investigation, despite several reminders. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
It was reported that the ventilator did not pass pre-use check. There ws no patient involvement. Manufacturer's ref #: (B)(4).